Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10f amplatzer trevisio intravascular delivery system was selected for use to implant an unknown device. It was noted during procedure that the unknown device prematurely detached from the delivery cable. The decision was made to snare the unknown device using a goose neck snare. The 10f amplatzer trevisio intravascular delivery system was replaced and the same unknown device was deployed using the new delivery cable. There were no adverse patient consequences reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of the occluder detaching prematurely was reported. The investigation found that the balloon met functional specifications when analyzed at abbott under non-physiological conditions. Information from the field indicated the cable was not rotated as it was advanced through the patient's anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 10f amplatzer trevisio intravascular delivery system was selected for implant of an unknown device for an atrial septal defect closure. It was noted during procedure that the unknown device prematurely detached from the delivery cable inside the left atrium. This was confirmed by transesophageal echocardiogram (tee) and fluoroscopy. The decision was made to snare the unknown device using a goose neck snare. The 10f amplatzer trevisio intravascular delivery system was replaced and the same unknown device was deployed using the new delivery cable. The delay was clinically significant, but low risk. The patient did not have tortuous anatomy. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient consequences reported. The patient was stable at the time of report.subsequent to the previously filed report, additional information was received that the device was used for an atrial septal defect closure. It was noted during procedure that the unknown device prematurely detached from the delivery cable inside the left atrium. This was confirmed by transesophageal echocardiogram (tee) and fluoroscopy. The delay was clinically significant, but low risk. The patient did not have tortuous anatomy. The patient remained hemodynamically stable throughout the procedure.